Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that an air leak was observed on the pneupac ventilator. This product problem was observed during use. There was also a crack on the device; probably from a drop. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
H2: additional information: see a1, b3, b5.

Event description:
Additional information was provided indicating that the issue was discovered during biomed testing and there was no patient involvement.

Manufacturer narrative:
E4 is unknown. No information has been provided to date. Device evaluation: a device was returned for investigation. A visual inspection of the device found that the manufacture seal was intact; the case, front panel and relief alarm pressure / knobs are damaged. There was no evidence of the reported failure in the event log. During functional testing, the device passes the lock-off leak test. However, when knob is adjusted to at least 10 cmh2o or higher, air can be heard leaking out of the demand valve assembly. The reported failure was confirmed. The root cause cannot be established. The demand valve manifold assembly and variable relief valve were replaced. A new service kit was installed. The case, front panel, relief alarm pressure / knobs, and electrical chassis were replaced. Reset patient pressure cycling and adjusted control valve due to output measurements not in tolerance. Performed preventative maintenance, calibrated unit, cleaned and affixed service label. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The manufacturing DHR is not relevant to the investigation due to the age of the device. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).